Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A ophthalmologist reported that another ophthalmologist mentioned that he disliked glistenings and fibronectin proliferation across the anterior surface although he had not implanted the single piece lens in about 8 years. The only lenses and posterior capsules that have stayed consistently clear after 10-20- years are two multipiece lens models. He implants many of these two multipiece lens models from 1997-2002 and most (not all) have glistenings, sub-surface glistening (ssng), or fibronectin. This has not been his experience with the two single piece models reported. There are four medical device reports associated with the events reported. This file is for the fourth (unspecified model) of four lens models mentioned with glistening, ssn or fibronectin.